Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced. Additionally, the device's front, rear and top enclosure and cable clamp need to be replaced. No repair was performed due to awaiting repair parts.